Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag`s conclusion is the following: root cause: defective pressure sensor assembly. Leak in presssure sensor assembly. Correction: replacement of the pressure sensor assembly. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d3, d4, g1, g3, g6, h2, h4

Event description:
The following was reported to hamilton medical ag: during service software : pressure sensor assembly test fails. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag`s conclusion is the following: root cause: defective pressure sensor assembly. Leak in presssure sensor assembly. Correction: replacement of the pressure sensor assembly.

Event description:
The following was reported to hamilton medical ag: during service software : pressure sensor assembly test fails. No patient involvement.